Event description:
Device 1 of 2. Reference MFR report #1627487-2013-12369. It was reported the physician was unable to advance the leads during an implant procedure due to patient anatomy. The case was abandoned. Note two leads from different lots were used, both are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.